Manufacturer narrative:
Additional information was added to d9, h3, and h6. The device was received for evaluation. Functional testing was performed which included hi-pot electrical safety testing, accuracy testing, and back pressure stall testing, and the unit passed all in coming testing without any reported issues. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a repeater pump under-delivered solution. The pump was used to produce sodium chloride bags. The pump gave 50 ml less out of the 300 ml per bag. Once the medication was added to the syringe, the final preparation was concentrated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.